Manufacturer narrative:
Review of the medical records and images by aga's medical consultant resulted in the following findings: this patient was a male with co-morbidities, who was found to have a pfo. The pfo had a flap-like septum primum and was also aneurysmal, as it was hyper-mobile to about 15mm. There was a significant overlap of the primum and secundum septum that created a tunneled pfo with a length of 16mm, which was confirmed by fluoroscopy during balloon sizing. The effective defect size was 11mm. After device deployment, the echocardiograms showed the device did not straddle the aortic rim. The entire device was in the long tunnel, although the left disc position was appropriate. The push-pull maneuver did not dislodge the device because the left disc placement was proper and the right disc was at an angle (because of the delivery cable torque) that it pushed the septum primum inside the left atrium. Once the device was released, the angle changed and the right atrial disc slid into the left atrium. According to aga's medical consultant, the cause of the device embolization to the left atrium was due to the amplatzer septal occluder being improperly placed; based on the images provided, the right atrial disc never straddled the aortic rim. Additionally, the amplatzer septal occluder was used off-label in closing the pfo.

Manufacturer narrative:
The amplatzer septal occluder was received at aga medical in its original configuration. The device was decontaminated, measured, and confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The amplatzer septal occluder is intended for occlusion of atrial septal defects. Furthermore, the amplatzer septal occluder has not been studied in patients with patent foramen ovale. The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure.

Event description:
A male with a pfo, a right to left shunt and a floppy atrial septum received a 10mm amplatzer septal occluder in a defect that was balloon stretched to 10-11mm. The push-pull maneuver was performed and a good position was noted on tee, however, immediately upon release from the cable, the device embolized. The device was retrieved uneventfully and a 15mm aso was placed successfully.